Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed multiple call service alarms that were not cleared on (B)(4) 2014. The pump powered on with a call service alarm that was unable to clear. Evaluation revealed that the eeprom component had failed.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the pump emitted multiple call service alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).